Manufacturer narrative:
Further information was requested but not received.

Event description:
It was report that the patient presented for routine replacement of the implantable cardioverter defibrillator (ICD). Prior to the procedure the device was interrogated, and stored episodes of over-sensed noise were noted. The noise was suspected to be caused by electromagnetic interference that resulted in the device charging and aborting high voltage shock. The patient acknowledged having an unrelated surgical procedure that involved electrocautery around the time. The device was exchanged. The patient was stable.